Event description:
Was reported that "the needle holder became immobile and was examined outside the surgical field. Damage to the movable tip was confirmed, and the surgical field was immediately checked for any dislodgement. No dislodgement was detected on the postoperative x-ray".

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).